Manufacturer narrative:
(B)(4). 3191- patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the sensor stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. In addition,an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of the sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.